Event description:
The manufacturer received information alleging a failure of a ventilator's external flow sensor. There was no harm or injury reported. The device's external flow sensor needs to be replaced to address the issue.